Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the trailing haptic broke off while it wasbeing inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The patient's outcome was good.